Manufacturer narrative:
510k: this report is for an unk - plate:trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the removal surgery was applied to the patient who underwent the surgery on (B)(6) 2019. During the removal surgery, the surgeon kept forcing the driver to the two (2) locking screws at distal end which were likely stuck in the plate. Then, the tip of the driver shaft got broken and was left in the locking screw head. The other locking screws were removed successfully. The plate was removed but broken screws are remaining in the patient body. The surgery was delayed 30 minutes. The patient outcome was unknown. Concomitant device reported: unk - drill bit: (part# unknown; lot# unknown; quantity: 1); unk - screwdrivers: shafts (part# unknown; lot# unknown; quantity: 1). This complaint involves four (4) devices. This report is for (1) unk - plates. This is report 4 of 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.